Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4) unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The inserter thread on the corail threaded adapter would not engage with the taper, and therefore appeared to be cross threaded. We also tried to use the summit inserter sleeve and shaft to get hold of the stem but again we could engage the handle with the stem and it appeared the tread was indeed 'cross threaded'. After looking closely at the summit threaded adapter it looked like the thread was quite worn.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instruments confirmed the thread damage. The root cause is attributed to misuse and heavy usage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.